Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of two reports (3007042319-2015-04204,04205) submitted for devices related to the same event.

Event description:
It was reported that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25%. The patient did not experience any alarms or loss of power. The batteries were exchanged with no effect on the patient. Investigation is ongoing.

Manufacturer narrative:
There was no reported loss of power or alarms for this event. Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log files from the reported event date were not available for analysis. Analysis of the device revealed that the devices met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. There are no apparent contributing clinical factors to the reported event. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report two of two reports (3007042319-2015-04204 and 3007042319-2015-04205) submitted for devices related to the same event.